Event description:
The customer alleged the bed was showing an error message and the CPR handle was broken. The location of the device was at kessler institute for rehab at the time of the allegation. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This event was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The hillrom technician found the CPR handle needed to be replaced. Per the hillrom service manual, it is necessary for the envella® air fluidized therapy system to have an effective maintenance program. We recommend that you do annual preventive maintenance (pm). Pm can help make sure of a long, operative life for the unit. Check that the all caregiver and patient controls, along with their indicators, operate correctly; this includes controls for bed articulation, scale, bed exit, surface functions, CPR, pendant controls, foot control, etc. Repair or replace the part as applicable. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed on (B)(6) 2023 it is unknown if the facility performed any other preventative maintenance on this bed.the technician swapped out the bed to resolve the reported event.based on this information, no further action is required.